Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin stopped during a bolus delivery. The alarm history indicated that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. System check was not performed with tandem technical support because the customer had changed the infusion set tubing/site and cartridge prior to reporting the event.